Event description:
Customer claims that the alarm unit powered on. When the weight is taken off the sensor pad there is no alarm tone. The alarm does not sound when the sensor is unplugged from the alarm. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned alarm unit shows that the alarm housing is damaged and cracked. The alarm unit is missing the battery door. Therefore the alarm has no power. Inside the alarm unit there are loose parts. The battery indicator light and nurse call connector are recessed into the alarm case. (B) (4).